Event description:
Allegedly, patient was revised due to loosening - socket. Revision njr number: 4581613. Side:r. Primary asa: p2 - mild disease not incapacitating. Component not revised: profemur l classic fixed neck size 6 product ID: phas5512 lot no.: 1733075. (B)(6) reference no: (B)(4).